Manufacturer narrative:
One opened probe was received, without a tip protector, in a tray, for the report. The sample was visually inspected and found to be nonconforming with the probe needle bent at the stiffener sleeve. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be conforming for aspiration, the actuation and cut functionalities of the returned probe were unable to be tested due to no presence of the inner cutter in the port. The probe was disassembled and the components inspected. The degree of wear could not be determined due to the inner cutter broke while trying to extract from the bent needle. The inner cutter pullet out the coupling, the fillet was deemed nonconforming. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation indicates the probe had probe bent needle, which can be perceived as something wrong occurred. How and when the probe needle became bent cannot be determined from this evaluation. The evaluation functional testing for aspiration was deemed conforming and the evaluation was unable to test for actuation and cut due to no presence of the inner cutter in the port, which also can be perceived as something wrong occurred. The cause for the observed no presence of the inner cutter in the port is the separation of the components within the probe, how and when the components separation occurred cannot be determined from this evaluation, therefore a root cause cannot be determined. An exact root cause for the bent needle and components separation could not be determined from this evaluation; therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that something wrong occurred with cutter and found bent during vitrectomy surgery. The returned cutter was found bent. The returned cutter was found bent and there was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).